Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer observed air bubbles originating from the cartridge. Tandem technical support identified that the customer had not performed the air removal process when changing out the cartridge cts guided the customer through successfully performing a supply change to address the issue. Blood glucose level was over 400mg/dl.